Manufacturer narrative:
Additional information was received that the patients hip problem occurred whether the scs device was on or off. It was noted that the issue only lasted for three days and was resolved even before the patient met the physician. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing weakness in the legs when walking. It was unknown if it was caused by the stimulator.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing weakness in the legs when walking. It was unknown if it was caused by the stimulator.